Event description:
The continuous venovenous hemodialysis (cvvh) process was set up and initiated by a dialysis nurse. The patient's assigned ICU nurse was present during the process of initiation. She stated that within approximately ten minutes of the treatment starting she was monitoring the cvvh and noted that the volume of fluid removed was reading one hundred eighty-three cc. The setting for fluid removal was set at the ordered rate of two hundred cc per hr. It appears that the machine had removed one hundred eighty-three cc of fluid in approximately ten minutes. The pt's ICU nurse then asked the dialysis nurse to stop the treatment now. The treatment was stopped at this point and the system fluid was flushed back to the patient. The cvvh machine was removed from the pt care and a service tag was placed on the device. The patient sustained no obvious harm from this event. All vital signs remained stable throughout this occurrence. The nephrologist was notified of this event. The ICU nurse did not report any change in the pt's weight. The equipment is owned by a contract service who provides dialysis care. There was no adverse event and we cannot explain what happened.